Manufacturer narrative:
Corrected fields: h6 (clinical signs code grid and health impact code grid). The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual inspection: the returned device was visually inspected and revealed the assembly screw is broken at point where threads start. The fracture surface is indicating towards fatigue nature due to shear. Furthermore, hcp review stated, the screw was the failing component (after adequate trauma) and that the rest of the components are concomitant parts. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a patient related issue. The event was caused by patient fell leading to breakage due to shear that caused when two closely spaced opposing forces are applied across a part. In this case, proximal and distal stems are opposing each other after patient fall. If more information is provided, the case will be reassessed.

Event description:
It was reported the patient had a seizure and fell in (B)(6) 2024, causing the prosthesis to snap due to the assembly screw snapping at the point of proximal and distal stem joint. The patient in question original operation was performed in (B)(6) 2021, and that this prothesis had been in situ for over 3 years. Surgeon planned to keep distal stem in situ, but the distal part of the snapped assembly screw remained in the distal stem. The surgeon attempted to remove the broken screw end from the distal stem threads using a number of drills, without success. Eventually the surgeon resulted to revision of entire prosthesis, using radial osteotomes and a full distal humeral osteotomy to remove the stem. This was extremely well fixed distally. A number of guide wires were used, fired down the canal around the periphery of the distal stem to disrupt the titanium/bony interface.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported the patient had a seizure and fell on (B)(6) 2024, causing the prosthesis to snap due to the assembly screw snapping at the point of proximal and distal stem joint. The patient in question original operation was performed on (B)(6) 2021, and that this prothesis had been in situ for over 3 years. Surgeon planned to keep distal stem in situ, but the distal part of the snapped assembly screw remained in the distal stem. The surgeon attempted to remove the broken screw end from the distal stem threads using a number of drills, without success. Eventually the surgeon resulted to revision of entire prosthesis, using radial osteotomes and a full distal humeral osteotomy to remove the stem. This was extremely well fixed distally. A number of guide wires were used, fired down the canal around the periphery of the distal stem to disrupt the titanium/boney interface.